Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) listed as non-malignant pain, cervical/neck, and spinal pain. It was reported that the pump was implanted at t12 and the tip of the catheter is between her shoulder blades. The catheter is going up, not down. The patient's catheter should be running downward and not upward. The drug information, troubleshooting, actions/interventions, and cause of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.